Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump displayed error code 1836. It was reported that the error message did not occur during use with the patient and that it was not able to be resolved by changing the batteries or the cassette. Per reporter, the patient used a backup pump to continue infusion. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed an occurrence of error code 1836. Functional testing involved powering up the device and an infusion test. The investigation found that error code 1836 was displayed during the infusion test. The investigation determined that a broken optic switch wire was the cause of the reported issue. The optic switch was replaced. Based on evidence and investigation, the complaint allegation was confirmed.